Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2019-00147 under a different suspect device. Abbott field service performed diagnostic tests which revealed severe wear on vortexer, stabilized (rohs), prompting replacement of the part. Service also observed a considerable amount of suspended sediment on the buffer filter and changed that part in addition to performing procedure 2180 internal decontamination. Both the buffer filter and vortexer, stabilized (rohs) were determined the likely causes. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for buffer filter and vortexer, stabilized (rohs) identified no issues or trends. A review of architect/alinity ia tracking and trending data in the product monitoring review revealed no systemic issues or adverse trends related to the discrepant result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i200sr was identified.

Event description:
The customer reported a false positive architect b-hcg result on the i2000sr analyzer. Sample ID (B)(6) from a (B)(6) female generated an initial result of 499.19 iu/l and retest result of <1.2 iu/l. No impact to patient management was reported.